Event description:
It was reported that the tip of the surgical fiber burned out during a prostate procedure at 41,340 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the glass cap of the surgical fiber was found to be detached; the fiber is broken proximal to the fiber/cap glue zone; the fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward-firing surgical fiber. The root cause of the device the failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in cap detachment.